Event description:
This is a repeat product defect occurrence for previous MDR 1041130-2007-00001 with a report date in 2007, pressureguard easy air, an alternating pressure mattress, for weld failure in the top cover fabric. This customer complaint is for failure for one mattress. The event did not result in an adverse event for the pt.

Manufacturer narrative:
This device failure is reported as a result of a previous, similar failure associated with a pt falling off the mattress. This design was discontinued in april 2006.